Event description:
It was reported that a patient's programmer displayed a power-on-reset (por) condition following a replacement surgery. Approximately two weeks later it was reported from the health care provider (hcp) that the cause of the event was due to the battery being replaced on the day of the por. It was noted that medtronic representative saw the patient the day after surgery to 'assess and fix.' The hcp was not involved. That same day it was reported that the patient received assistance from their doctor or medtronic representative and her concerns were resolved. The patient had surgery on (B)(6) 2013 and a 'consultation' the day after. Three days later it was reported that the physician used 'cautery' to close the pocket and that was 'presumably the cause of the por.' It was stated that the company representative 're-bonded' the programmer with the implantable neurostimulator (ins) and the system was 'functioning properly.' The patient was feeling stimulation at the appropriate levels. No further information was provided.

Event description:
2013 (B)(6), (B)(6): the call was about the patient programmer. Reviewed message screens. Reviewed warning screen. Por. Pt states: (pt. Had a replacement this morning.)

Manufacturer narrative:
Product ID: 3889-28 lot# va00ggm, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).